Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: part returned. H3, h4, h6: device history lot: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number 0809nt was released in four batches. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Batch1: lot qty of (B)(4) units were released on 04 sep 2009 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 07 oct 2009 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 07 oct 2009 with no discrepancies. Batch4: lot qty of (B)(4) units were released on 12 jan 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. We went attention to the sales rep to comply with the prescribed reporting date. This complaint involves two (2) devices the product was returned to us cq for evaluation. Us cq conducted a visual inspection and functional testing of the returned device. Visual analysis of the returned sample revealed that no visual damage was observed on the approximator fc sleeve. Multiple nicks and scratches were observed on the device surface, that were consistent with normal wear. The complete functional test cannot be performed as all mating devices were not returned for the evaluation. The approximator flex-clip and approximator fc sleeve were able to be disassembled and assembled again as intended. The dimensional inspection was not performed as the received devices were able to be assembled/disassembled as intended and no visual damages were observed on the device. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: the following drawings reflecting the current and manufactured drawings were received: dwg-2797-12-580 rev. G & d. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a transforaminal lumbar interbody fusion (tlif) at l3 on (B)(6) 2021, the surgeon was not able to connect the approximator flex-clip and the sleeve at l3. After multiple attempts, replacements were used. Procedure was completed with less than thirty (30) minutes delay. Patient was stable. This report is for an expedium flex clipon reduction device clip, sleeve. This is report 2 of 2 for (B)(4).